Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 03-may-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('regular and more and more frequent pain in the abdomen on the left side') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "only have 1 essure on the left". On an unknown date, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fatigue ("fatigue"), headache ("persistent headaches"), gastrooesophageal reflux disease ("reflux"), tendon pain ("tendon pain") and ligament pain ("ligament pain") and was found to have hormone level abnormal ("hormonal imbalance"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2011. At the time of the report, the abdominal pain, fatigue, headache, gastrooesophageal reflux disease, tendon pain, ligament pain and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, fatigue, gastrooesophageal reflux disease, headache, hormone level abnormal, ligament pain and tendon pain to be related to essure. The reporter commented: after multiple examinations and treatments, no cause for the pain has been found. The surgeon blames this on stress and a complicated context for the patient. After a change of surgeon, a 3d ultrasound confirmed that the pain is indeed related to the essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2108663) on 03-may-2021. The most recent information was received on 18-may-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('regular and more and more frequent pain in the abdomen on the left side') in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "only have 1 essure on the left". On an unknown date, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fatigue ("fatigue"), headache ("persistent headaches"), gastrooesophageal reflux disease ("reflux"), tendon pain ("tendon pain") and ligament pain ("ligament pain") and was found to have hormone level abnormal ("hormonal imbalance"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2011. At the time of the report, the abdominal pain, fatigue, headache, gastrooesophageal reflux disease, tendon pain, ligament pain and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, fatigue, gastrooesophageal reflux disease, headache, hormone level abnormal, ligament pain and tendon pain to be related to essure. The reporter commented: after multiple examinations and treatments, no cause for the pain has been found. The surgeon blames this on stress and a complicated context for the patient. After a change of surgeon, a 3d ultrasound confirmed that the pain is indeed related to the essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-may-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.